Manufacturer narrative:
A sample has been requested for analysis. If a sample is returned, a follow-up report will be submitted.

Event description:
Baxter reported, "a patient's adapter of a transfer set was not connected with a ti-adapter. The set was in use for 1 day." There was no patient injury or medical intervention associated with this incident according to baxter.